Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.